Event description:
The patient pre dialysis assessment was negative. Pre temperature 98.6 bp 136/. The patient is currently taking zestril. Patient complained of chills and nausea 1 hour 15 minutes into dialysis. Her temperature was 100.5 bp 220/p. Patient was given tyleral blood cultures, dialyate millyore cultures and pyrogen samples were taken. Dialysis was terminated and resumed with a new system. The patient completed her dialysis treatment without further complications. He post temperature was 98.6 bp 110/60 with slight diayhoresis. Patient was given hot broth to drunk she stayed in the unit t hour until she felt better.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.